Manufacturer narrative:
The device was not returned for evaluation as the issue was resolved during troubleshooting. The reporter was advised to clean the connector on the scope and the cv-170. The device was retested and worked as intended. The root cause of the reported issue was unable to be determined. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that the video system center type a showed color bars, but when plugging in the cystoscope (display comes up for a sec or just stays in color bars) the color bar is displayed instead of the endoscopic image. The olympus representative cleaned the connector after testing. The customer¿s issue was resolved. No patient harm was reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device has not been returned for evaluation. Based on the results of the investigation, the final root cause of the color bars was unable to be identified. Olympus will continue to monitor field performance for this device.